Event description:
The device exhibited a primary audible alarm during test and needs to be able to interconnect to the board. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the bottom case seal was removed and plunger case seal was intact. There was evidence of the error recorded in the event history log. The reported problem was not duplicated, and the investigation was unable to determine the intermittent of the error. The speaker and interconnect board were replaced as preventive measure. No fault was found with the device. The root cause was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device was serviced on apr 11, 2022 for a software issue - the reported issue could not be duplicated. There was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 4000.

Manufacturer narrative:
H6: event problem and evaluation codes: updates are not required. H10: a sample was received by manufacturing that has been investigated. Results of that investigation have already been provided in a previous report. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 14-nov-2022 via email and attached to the complaint object. The pump in question was not involved in any patient incident therefore, we cannot answer the questions sent.